Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for parkinson's disease. It was reported the patient had a brain bleed of unknown origin. The patient needed an MRI to diagnose the reason. It was unknown if it was related to the device or therapy. No further complications were reported or anticipated.